Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the high voltage cable was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 lost it's image during a procedure and needed to be reinitialized. There was no adverse patient involvement reported.